Manufacturer narrative:
Based on the claim against the product by the customer noting not able to control arms from ssc, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported problem. The fse was able to reproduce the reported issue. The fse replaced footrest pedal to resolve the reported issue. The fse was able to switch between instruments with new footrest pedal assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The footrest was installed onto a test system. The swap pedal did not work properly when pressed. The reported issue was reproduced. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the surgeon was unable to control arms from surgeon side console (ssc) 1 after start of surgical procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change,

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon could not control arms from one of the console. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. The customer stated that the system started working. The tse instructed the customer to write down which functions were not working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with surgeon side console (ssc) 2.